Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead resulting in a lead safety switch. Additionally, loss of capture (loc) was observed. A lead revision was discussed since this lead has been implanted since 2007. Further information was received that a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.